Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive "replace battery now" alarm, even after battery change. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion and force sensor tests. However, the pump was received with high sleep current measurements due to a corroded/rusted battery tube. The pump was received with moisture damage noted on the vibrator motor. The pump was monitored without a battery for 10 minutes. After re-inserting the battery, no unexpected replace battery now alarm was noted. The pump was received with a scratched case.